Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Manufacturer narrative:
Based upon the different traceability and standardizations of the assays, the reflotron may not detect identical enzyme activities in specific samples in the identical manner. Patient samples with an unusual isoenzyme composition may give deviating results compared to the (B)(4) reference method. In this case, both values were significantly increased indicating that one of the underlying diseases causing increased alp values must be present. Thus, no influence of either value on diagnosis or treatment was expected from a medical point of view. No adverse event occurred. In this case, both values were significantly increased indicating that one of the underlying diseases causing increased alp values must be present. Thus, no influence of either value on diagnosis or treatment was expected from a medical point of view. No adverse event occurred.

Event description:
The user received questionable alkaline phosphatase results for two patient samples from the reflotron (B)(4) 220 analyzer serial number (B)(4) when compared to the results from the (B)(4) 912 analyzer serial number (B)(4). Of the data provided, the results for one patient sample were discrepant. The result from the reflotron analyzer was 308 u/l and the result from the hitachi 912 analyzer was 188 u/l. No adverse events were alleged regarding the issue.